Manufacturer narrative:
Failure analysis (fa) lab received twenty two exhalation flow sensor assemblies. The twenty two exhalation flow sensor assemblies were visually inspected, no anomalies were found. Installed flow sensors one at a time on avea test station rfa-1 and powered unit in to default pediatric patient. Inspected each flow sensor flow sensor¿s vti and vte readings and was able to verify that twenty flow sensors vte readings were higher than the vti readings, the other two flow sensors were reading properly. Continued by conducting sections 6.3.5 leak test on the flow sensor assembly and 6.3.6 calibrate/ test on the flow sensor on four flow sensors that had high vte readings. The four sensors passed the tests conducted. Re-installed the four sensors on to avea test station rfa-1 and powered unit in to default pediatric patient. Vti and vte readings are now within specification. Fa was able to duplicate the customers issue and isolated the reported problem to most likely a shift in the expiratory flow sensor flapper which happens over time and causes an offset from its original characterization. A re-characterization corrected the issue.

Manufacturer narrative:
(B)(4). The distributor in the (B)(6) determined that the most likely cause of the reported event was a malfunctioning exhalation flow sensor. Carefusion issued a return goods authorization (rga) number to the distributor in the (B)(6) for the return of the alleged faulty exhalation flow sensor for evaluation. As of the (B)(6) 2015 the alleged faulty exhalation flow sensor has not been received.

Event description:
The distributor in the (B)(6) reported that during testing the device's exhaled volume (vte) readings were higher that the device's inspiratory volume (vti) readings. There was no report of patient involvement.